Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2014, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 49.6mm in diameter and was implanted with gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2014, follow up computed tomography angiography (cta) was performed which determined the aneurysm measured 47.3mm in diameter. On (B)(6) 2014, follow up cta showed a stenosis of the right renal artery. The physician reported that the right renal artery stenosis was a pre-existing condition for the patient prior to implant. During the patient¿s follow up the stenosis worsened making the patient¿s blood pressure more difficult to control. The right renal artery was stented with a balloon expandable medtronic stent. The patient was discharged the next day in stable condition with improved creatinine clearance.